Event description:
It was reported that the pt's system had impedance issues. Add'l info received reported that "nothing was working" and the pt would have the entire system surgically revised. The revision had not been scheduled yet.

Manufacturer narrative:
(B)(4).